Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A) inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation the customers allegation of insufficient air to clear the water from the objective lens was confirmed and was due to clogging of the nozzle. The water removal ability did not meet the standard value. The nozzle had foreign objects from insufficient cleaning. Additionally the following events were identified and are as follows: (a.) Adhesive on the bending section cover had white clouded area, (b.) Adhesive around objective lens was peeled, (c.) Adhesive around the objective lens had a white clouded area, (d.) Adhesive around the light guide lens had a white-clouded area, (e.) The bending section cover had a burn, (f.) The universal cord had a wrinkle, (g.) The grip was shaved, (h.) The switch 1 button had a scratch, (I.) The switch 4 button had wear, (j.) Protector of universal cord on suction connector side had a scratch, (k.) Paint on air/water-cylinder was peeled, (l.) And paint on the suction connector was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited poor drainage. The event occurred during the diagnostic/ therapeutic procedure. The procedure was completed. However, there was a slight delay when water and dirt remained on the lens for about a few seconds. There was a need to re-air and re-feed the scope. There was no report of patient or user harm associated with the event. Subsequently the device was returned to olympus and upon evaluation, foreign matter within the nozzle was found. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.